Manufacturer narrative:
E1: initial reporter facility name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres for 3 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres for 3 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). E1: initial reporter address 1 - (B)(6). Investigation results: the device was returned for evaluation. The outer shaft, inner shaft, balloon, and tip were examined using both visual and microscopic methods. Visual inspection did not identify any damage. However, microscopic examination revealed a pinhole in the balloon located approximately 18 mm from the tip. Examination of the remaining device components showed no additional damage or irregularities. Product analysis confirmed the presence of a pinhole in the balloon. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was adverse event related to patient condition.